Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. No evaluation could be performed as the implant was not removed from the patient. It was reported that during the revision surgery the implant could no be remove, because there was bone graft material in and around the cage which made mobilizing it difficult. In addition, access to the surgical site was limited as the procedure was done through a retractor with narrow opening. As a result, the implant was re-expanded.

Event description:
It was reported to globus that a patient was complaining of back pain. A CT scan revealed fortify core lost its initial height. A revision surgery took place on (B)(6) 2015.